Manufacturer narrative:
Patient identifier, age or date of birth, sex, weight, and ethnicity: there was no patient involvement. Livanova deutschland manufactures the s5 roller pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The pump head seemed to be sticking but it could be moved by hand and started working. The motor control board and the motor end stage board were replaced and the pump head lubricated. The problem could be solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. As per technician opinion the reported issue was a mechanical issue with the pump head. However, decision was made to replace circuit boards as precautionary measure. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report that a s5 roller pump used as cardioplegia pump gave a motor control failure error message during procedure and the pumphead did not spin. There was no report of patient injury.

Manufacturer narrative:
H.10: the involved pump was manufactured in 2015 and according to the analysis of the complaints database no similar events related to this unit have been reported in the past. Based on available information and troubleshooting results, the root cause of the reported event was traced back to a mechanical issue of the pump head. Most likely due dirt accumulation and sticky residues that prevented the pump to turn smootly.

Event description:
See initial report.